Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. FDA no longer accepting asr reporting for this product at this time.

Event description:
The customer reported no sound at the information center ix device in the ccu. While the customer indicated that service related activities were occurring at the time, it is not clear if the issue may have represented a malfunction of the product. No patient harm was reported.